Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified lesion. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. It was reported that resistance was encountered and excessive force was used during delivery and stent deformation was reported to have occurred. The device did not pass through a previously deployed stent. The lesion was post - dilated. Another device was used to complete the procedure. No patient injury reported